Event description:
It was reported that during a breast biopsy, the control module received an l3-017 green cable error. The unit power was cycled and another sample was attempted and the same l3-017 error occurred. The doctor decided to abort the case and reschedule the patient for a later date. No patient consequence occurred.